Manufacturer narrative:
Results evals: the investigation into this event is extremely limited as the customer was not able to provide the catalog number, lot number or the sample involved in the event. Though there have been complaints of this nature on this prod code, these are historical and do not indicate a systematic failure during MFR. A further review of mfg records confirmed the presence of a cuff inflation check carried out on 100% of this line. Without the event sample, we are unable to determine whether the root cause of this event was related to a device malfunction or a user interface issue. This report has been logged for trending.